Manufacturer narrative:
An abbott field service representative inspected the analyzer and replaced the pump, probe wash, bellows type to resolve the issue. A review of the service history for the architect serial c4000 analyzer identified no additional contributing factors and no subsequent issues have been reported since the pump, probe wash, bellows type was replaced. A review of manufacturing documentation and trending data for the pump, probe wash, bellows type part identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. The c4000 erratic result rate was reviewed and within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained falsely depressed potassium results while using the architect c4000 analyzer. Sample ID (B)(6) generated an initial result of 2.5 mmol/l and repeats of 5.6 and 6.1 mmol/l. The repeat results were similar to the result of a new sample which generated 5.2 mmol/l. No impact to patient management was reported.